Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an exit block occurred which caused unstable thresholds on the lead. The lead was explanted and replaced. The patient experienced dizziness and pre syncope from the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.